Event description:
Customer reported the following adverse event report: on (B)(4) 2014, clinical trial started. Patient had a small amount of pleural effusion before the start of the trial. On (B)(6) 2014: he was admitted to the hospital for heart failure with both pleural effusion and he was discharged on (B)(6) 2014. On (B)(6) 2015: he was admitted to hospital for bronchitis and discharged on (B)(6) 2015. On (B)(6) 2015: week-24 ecp was executed on (B)(6) and (B)(6). Body temperature: 36.4 c, blood pressure: 125/73mmhg, pulse count: 108/min, sp02: 96%. On (B)(6) 2015: the following descriptions were provided by another hospital. He had exertional breathlessness and a chill from (B)(6) 2015 and he went to the hospital as an outpatient at 8:20 am on (B)(6) 2015 because these phenomenon increased. Body temperature was 36.6 c, blood pressure 139/94mmhg, sp02:98%, breathing rate: 38/min. Both pleural effusion was detected by x-ray, and he was admitted to the hospital because he was diagnosed with increased acute heart failure (nyha ii-iii). He is planned for therapy with carperitide 288ug/day, furosemide 20 mg x 2 times by intravenous injection. Lot number, instrument and patient test results are related to the last ecp treatment performed on (B)(6) 2015.

Manufacturer narrative:
A review of lot c132 was performed and there were no nonconformances associated with this lot. This lot met release requirements. A review of complaint categories shows no trends for shortness of breath or for other adverse event (heart failure, in this case). No CAPA has been initiated. Based on the internal medical assessment, (B)(6) male with cgvhd had exertional breathlessness and chills starting (B)(6) 2015 as symptoms increased. Body temperature was 36.6 c, blood pressure 139/94mmhg, sp02:98%, breathing rate: 38/min. Both pleural effusion was detected by x-ray, and he was admitted to the hospital because he was diagnosed with increased acute heart failure (nyha ii-iii). He is planned for therapy with carperitide 2880ug/day, furosemide 20 mg x 2 times by intravenous injection. The adverse event is due to the patient's underlying condition. Medical intervention and hospitalization was required. This assessment is based on information available at the time of investigation. No product was returned for investigation; therefore it could not be determined if the product met specifications based solely on information provided by the customer. Complaints are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).

Manufacturer narrative:
Customer updated case with report of ae, "bronchial pneumonia." Hospitalization for bronchial pneumonia occurred on (B)(6) 2015. This patient had bronchial pneumonia in between the treatment for heart failure. CT results as follows; "results of CT inspections executed on (B)(6) 2015. Image review: compared to the previous CT image on (B)(6) 2014, there is no hepatosplenomegaly confirmed. Liver cyst was confirmed. There is no changes to ivc expansion. A cholelith was confirmed. Left cyst of kidney was confirmed. There is no significant changes to striated shadow around both kidney. No observation was confirmed with bile duct, pancreatic, spleen and adrenal cortex. A lymph node was significantly swelling. Abdominal dropsy was confirmed. Pleural fluid on both sides and pericardial effusion were confirmed but no significant change was observed. Mosaic pattern that is typical with obliterating bronchiolitis was not confirmed. Malignant tumor or shadow of active inflammation were not pointed out at pulmonary area. Results of diagnosis: thoracicoabdominal fluid and pericardial effusion post treatment for leukemia." According to internal medical assessment, patient had sore throat after first discharge from the hospital on (B)(6) 2015. He had a slight fever and felt like his chest stuffed, and he saw a doctor on emergency visit on (B)(6) 2015. He entered the hospital because of bronchial pneumonia. He was put an intravenous drip cefepime 1g 2 times a day. Bronchial pneumonia was improved and he was discharged from the hospital. He visited (B)(6) hospital for evaluation of the week 32 of ecp treatment. Symptoms of bronchial pneumonia still existed but an obvious pneumonia image was not confirmed by x-ray diagnosis. Reaction to inflammation was confirmed to be improved by a blood test. CT diagnosis is scheduled on (B)(6) 2015. He is planning to enter the other hospital again to continue treatment for bronchial pneumonia. Patient is no longer on ecp therapy. The treatment window ended before the first hospitalization. Vorpal's assessment about the cause is "bronchial pneumonia is believed because of a long-term use of predonine, and there is no relation to the ecp treatment system." This case is serious, but unrelated to ecp procedure and uvadex. There is a temporal relationship. Results for CT are as follows "results of diagnosis: thoracicoabdominal fluid and pericardial effusion post treatment for leukemia" the system was used for treatment of disease. From uvadex perspective, there is no evidence to suggest a causal relationship between the drug and the adverse event. This case is serious, unexpected, and unrelated to uvadex. This is not reportable from the drug perspective. From a device perspective, this event did not cause or contribute to a death or serious injury; and there was no device malfunction. The ae is related to the patient's underlying condition. This case is reportable as an supplemental MDR. There is no causal relationship to ecp procedure as per vorpol. (B)(4).

Manufacturer narrative:
Additional information was reported about this patient regarding heart failure and bronchial pneumonia on (B)(6) 2015. (B)(6) 2015 remaining pleural fluid was little observed by CT. Pleural fluid on both sides and pericardial effusion were confirmed but no significant change was observed and he was evaluated to have been improved. Mosaic pattern that is typical with obliterating bronchiolitis was not confirmed. He was discharged from the hospital on (B)(6) 2015 and he was entered the other hospital again. Progress of therapy was communicated by the other hospital as follows on (B)(6) 2015. He felt dull and stuffed at the precordium, and he had cough and sputum on (B)(6). Phenomenon was bronchitis and cravit and mucosal were prescribed. He was gradually gaining weight, and it was found on (B)(6) that pleural fluid had increased. He began aldactone a (25mg) (B)(6) but stopped using it on (B)(6) due to hyperkalemia. He was discharged from the other hospital on (B)(6) 2015. (B)(6) 2015 he visited (B)(6) hospital for evaluation of diagnosis of ecp treatment on the week 36. X-ray inspection was executed. Pleural fluid was still remaining little, so he was not recovered and he was evaluated to be improved. Comment: the relation to the ecp device seems extremely low since it's been 14 weeks from the final ecp treatment. However, cardiac load by ecp device is not deniable. Pleural fluid was still remaining on (B)(6) but he has been stable with the situation of improvement. It seems difficult for him to recover to the same status before ecp treatments began but his condition has been stable and his safety condition is kept by continuing treatments at the other hospital. So no further follow-up is necessary for him any longer to avoid any further load to him. Bronchial pneumonia is believed because of a long-term use of predonine, and there is no relation to the ecp treatment system. He has been stable with the situation of improvement and there is low possibility to become worse, so no further follow-up is necessary for him any longer. (B)(6) 2015: it was reported that patient (B)(6) has been withdrawn from the clinical trial. According to internal medical assessment: "patient visited (B)(6) hospital for evaluation of diagnosis of ecp treatment on the week 36. X-ray inspection was executed. Bronchial pneumonia is believed because of a long-term use of predonine, and there is no relation to the ecp treatment system. He has been stable with the situation of improvement and there is low possibility to become worse, so no further follow-up is necessary for him any longer." Prior medical assessments is the same. Patient still has pleural effusions. There is no causal relationship between ecp procedure or uvadex and adverse event. (B)(4).